Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic procedure for placment of a stent in the colon. The wallstent enteral prosthesis was not successfully deployed. The clinician reports that the stent deployed inside the scope then the catheter broke. The stent was removed with the scope. The procedure could not be completed, the same device was not available. The pt did not sustain any ill effect or complications as a result of the deployment issue. The pt condition is noted to be 'ok'.